Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test. Blood glucose value is unknown. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. It was advised to clean the battery cap and insert a new battery; customer received a failed battery test alarm. Customer was advised that a battery cap replacement would be sent and to monitor the insulin pump.